Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect appears to be related to procedural conditions due to the low clotting time and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the blood clot found in the steerable guide catheter (sgc) which has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, after a heparin bolus was given, the clotting time remained low at 169 seconds. The sgc was in the anatomy and a blood clot was noted in the hemostasis valve. The sgc was removed from the anatomy and more heparin was administered increasing the clotting time to over 250 seconds, where it remained for the rest of the procedure. The sgc was replaced, two clips were successfully implanted and mitral regurgitation (mr) grade was reduced from 4 to 1. There was no adverse patient sequela. The patient was discharged home the next day. No additional information was provided.